Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s wearable failed, and she removed it. The patient did not replace it with a new wearable. About 30 minutes later, the patient began to feel dizzy, had increased urination, and was ¿stressed¿. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient¿s husband took the patient to the emergency room. At the ER, the patient¿s bg meter reading was ¿high¿ (no specific value was reported). The patient was treated with IV insulin and stayed in the hospital overnight. She was discharged the morning of (B)(6) 2025 (less than 24 hours). The patient was ¿feeling better¿ and in ¿stable" condition at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure on (B)(6) 2025. The probable cause was determined to be very low count aberration. No additional event or patient information is available.